Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Three additional proglide devices referenced are being filed under separate medwatch reports.

Event description:
It was reported that suture placement in the moderately calcified left common femoral artery (lcfa) was attempted with three proglide devices using the pre-close technique via a 6f sheath prior to a valvuloplasty interventional procedure. The sutures of the first proglide were successfully pre-placed. Reportedly, an attempt was made with a second proglide device; however, there was difficulty advancing the proglide into the anatomy. The physician used force and the proximal guide bent. The device was removed and not deployed. A third device was inserted and deployed; however, the sutures did not take and came out. At that point, the guide wire was accidentally removed and wire access was lost. The access site was closed using the sutures of the one successfully pre-placed proglide. The physician decided to puncture above the original access site in the lcfa (still in the common femoral artery) and successfully pre-placed the sutures of one proglide device. An attempt was made with a second proglide device however, the sutures did not take and came out. The guide wire was left in. The sheath was upsized to an 11f and the valvuloplasty interventional procedure was completed. The pre-placed sutures of the one proglide were used to attempt to achieve hemostasis; however, hemostasis was not fully achieved. Another proglide device was deployed; however, hemostasis was still not achieved. Manual compression was applied and a femostop was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.